Event description:
During device preparation, the device was interrogated and an error message was observed. The device was replaced and not implanted. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The device was returned due to an interrogation issue. Analysis of the device image indicated that memory corruption occurred. Further testing was performed by reloading the product code and all tests results were normal. The memory corruption could not be reproduced. The customer complaint of unable to interrogate the device was confirmed. As a result of this finding, abbott is performing further investigation.